Event description:
It was reported to boston scientific corporation that an epic biliary endoscopic stent was to be implanted in the bile duct to treat a 6cm benign stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, while advancing the epic biliary delivery system through the stricture, the outer sheath kinked and broke. Consequently, the epic biliary delivery system was unable to advance to the target anatomy. The epic biliary endoscopic stent was removed from the patient fully covered by the outer sheath and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable. It was reported that the epic biliary endoscopic stent was to be implanted to treat a benign stricture. However, per epic biliary endoscopic stent system directions for use (dfu), the device is indicated for palliation of malignant neoplasms in the biliary tree. The epic biliary stent is contraindicated for placement in biliary strictures caused by benign tumors. Note: this complaint has been deemed an MDR reportable event based on the product investigation which revealed the inner sheath was detached/ separated. Please see block h10 for full investigation detail. ***additional information received on october 12, 2022*** it was reported the 2 epic stents were used in the same case for bilateral stenting.

Manufacturer narrative:
Block b5 has been updated with the additional information received on (B)(6)2022. Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code (B)(6)captures the reportable investigation result of inner sheath detached. Block h10: the epic biliary endoscopic stent and delivery system were received for analysis. Visual examination of the returned device found multiple kinks along the sheath and the tip was missing. The epic biliary stent was still inside the outer sheath and the safety lock was missing. The handle was disassembled to check the proximal end separation and the inner liner appeared to be separated 255 cm from the flushing port. No other issues were noted to the stent and delivery system. Product analysis confirmed the reported event of kink and separation; the outer sheath was kinked, and the inner liner was detached. A product labeling review was performed and, from the information available, this device was used in a manner inconsistent with the dfu (directions for use) / product label. The complainant reported that the device was implanted to treat a benign stricture. The dfu states, "the epic biliary endoscopic stent system is indicated for palliation of malignant neoplasms in the biliary tree. Contraindications for the use of the epic biliary endoscopic stent system include placement in biliary strictures caused by benign tumors, as the long-term effects of the stent in the bile duct is unknown." This suggests that the damages were likely caused because of the contraindicated use. Therefore, a review and analysis of all available information indicated the most probable cause is cause traced to intentional off-label, unapproved, or contraindicated use

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The epic biliary endoscopic stent and delivery system were received for analysis. Visual examination of the returned device found multiple kinks along the sheath and the tip was missing. The epic biliary stent was still inside the outer sheath and the safety lock was missing. The handle was disassembled to check the proximal end separation and the inner liner appeared to be separated 255 cm from the flushing port. No other issues were noted to the stent and delivery system. Product analysis confirmed the reported event of kink and separation; the outer sheath was kinked, and the inner liner was detached. A product labeling review was performed and, from the information available, this device was used in a manner inconsistent with the dfu (directions for use) / product label. The complainant reported that the device was implanted to treat a benign stricture. The dfu states, "the epic biliary endoscopic stent system is indicated for palliation of malignant neoplasms in the biliary tree. Contraindications for the use of the epic biliary endoscopic stent system include placement in biliary strictures caused by benign tumors, as the long-term effects of the stent in the bile duct is unknown." This suggests that the damages were likely caused because of the contraindicated use. Therefore, a review and analysis of all available information indicated the most probable cause is cause traced to intentional off-label, unapproved, or contraindicated use.

Event description:
It was reported to boston scientific corporation that an epic biliary endoscopic stent was to be implanted in the bile duct to treat a 6cm benign stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, while advancing the epic biliary delivery system through the stricture, the outer sheath kinked and broke. Consequently, the epic biliary delivery system was unable to advance to the target anatomy. The epic biliary endoscopic stent was removed from the patient fully covered by the outer sheath and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable. It was reported that the epic biliary endoscopic stent was to be implanted to treat a benign stricture. However, per epic biliary endoscopic stent system directions for use (dfu), the device is indicated for palliation of malignant neoplasms in the biliary tree. The epic biliary stent is contraindicated for placement in biliary strictures caused by benign tumors. Note: this complaint has been deemed an MDR reportable event based on the product investigation which revealed the inner sheath was detached/ separated.